Event description:
It was reported that during the preparation of an ultrasound guided cyst drainage catheter placement procedure, the tip of the catheter was allegedly broken. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8fr navarre drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The device appeared to be pigtailed at the distal end of the catheter. Pigtail thread was noted on the catheter. The distal tip of the catheter appeared to be deformed. What appeared to be a fracture, was noted on one side of the distal tip portion of the catheter. The manufacturing evaluation site states, the complaint is confirmed for the alleged defect of the catheter tip cracked/ deformed however, it is not possible to determine whether or not the concern is manufacturing related without the physical sample. The edges of the break on the distal portion of the catheter were noted to be jagged. Therefore, the investigation is confirmed for the reported fracture and device damaged prior to use issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4. (Unique identifier UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound guided cyst drainage catheter placement procedure, the tip of the catheter was allegedly broken. The procedure was completed with another device. There was no patient contact.